Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-06712. It was reported that the implantable cardioverter defibrillator and right ventricle lead were both explanted for unknown reason.

Manufacturer narrative:
Correction: previously reported d6b should have been (B)(6) 2022